Event description:
It was reported that while using the surgical fiber during a prostate procedure, significantly diminished tissue vaporization and a "split" beam were observed at 109,753 joules of use. The procedure was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
The component codes 814 fiber and 424 cap refer to the results code 642 thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Severe burnt detritus on the metal cap and severe devitrification of the glass cap were also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.